Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. As the customer changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. In addition, the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's blood glucose level. The customer was able to reload a cartridge successfully and, if needed, has a backup method of insulin delivery available.

Manufacturer narrative:
For the alarm occlusion issue, no cartridges were returned with the device.